Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported there was an error message. No additional information. No patient involvement.

Event description:
It was reported that the device received an alarm error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced oridion board for error code 570.6200. Performed unit leak down test with passing co2 calibration results. Based on the findings, service determined that the reported issue was due to oridion board electrical failure. Device history record: a review of the device history record showed the device had a manufacture date of 16may2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.